Manufacturer narrative:
Additional product component: model number/catalog number 72404161 and 72401110, serial number: null and null, batch/lot number 847474004 and 798889005, model/catalog description reservoir 65ml pc and pump cxm.

Event description:
It was reported that the patient experienced a revision due to ballooning (swelling) of the cylinder while inflation with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient presented to the physician with pain and inflation issues two weeks prior to the revision surgery. The patient recovered after the surgery.

Manufacturer narrative:
Cylinder analysis: product analysis confirmed the reported allegations of ballooning based on the identification of bulging due to fluid being trapped between the fabric and outer tube. The allegation of pain could not be confirmed through product analysis. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product analysis. Pump analysis: product analysis did not confirm a component malfunction. The investigation conclusion code of no problem detected was chosen because the reported events not be confirmed or substantiated through investigation of the pump component. Reservoir analysis: product analysis did not confirm a component malfunction. The investigation conclusion code of no problem detected was chosen because the reported events not be confirmed or substantiated through investigation of the reservoir component.

Event description:
It was reported that the patient experienced a revision due to ballooning (swelling) of the cylinder while inflation with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient presented to the physician with pain and inflation issues two weeks prior to the revision surgery. The patient recovered after the surgery.